Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 on a patient with a prolapsed anterior leaflet, prolapsed posterior leaflet, thick leaflets, and enlarged atrium with aortic hugger. A mitraclip xt was inserted and placed on the mitral valve. However, while attempting to deploy the clip, difficulties detaching the clip from the clip delivery system (cds) occurred. Troubleshooting was performed, and the clip was able to detach from cds, and was ultimately deployed on the mitral valve. A second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult clip deployment could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult clip deployment was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.